Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient cannot sustain increased activity levels due to their "heart rate is not keeping up". Further information related to this event was unable to be obtained. The device remains in use. No further patient complications have been reported as a result of this event.